Manufacturer narrative:
(B)(4). Date sent: (B)(6)2021. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the tissue pad was damaged, melted, not all present and the missing portion was returned. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. No eeprom data could be obtained from this device, however, this seems to be unrelated to the reported complaint. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. It should be noted that product failure is multifactorial. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: besides the x-ray done, were there any other efforts made to locate the pieces of the blade during the procedure? Just x ray. Was this procedure converted to an open procedure? Started open. Are there any plans to revise the patient to locate the pieces? Unknown was there any change in the patient care as a result of this event? Not that I¿m aware. What is the current patient status? Ok. I¿m far as I¿m aware. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This is an evaluation of a set of images sent by the account. Image: this is an image of what appears to be the jaws of a harmonic device. No batch information is available for this product complaint. No conclusion could be reached as to the root cause of the reported issue.

Event description:
It was reported that during an open radical prostatectomy, the tip of device broke and the pad burnt through. The device was in use for a while. At some point in the procedure, when the surgeon handed off shears to the scrub nurse. As she was about to clean the distal tip, she noticed the missing tip and ceramic padding. No contact with metal clips or instruments. Another device was opened and the procedure was completed successfully. An x-ray was taken prior to patient skin closure as per protocol but it was not located or detected. The missing tip was not retrieved.